Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 26mar2024.

Event description:
Healthcare professional reported a left-side rupture against a non-allergan breast implant. There is no complaint against an allergan device.

Event description:
Healthcare professional reported a left-side rupture against a non-allergan breast implant. There is no complaint against an allergan device.

Manufacturer narrative:
The event of rupture was against a non-allergan device. There is no complaint against an allergan device. Additional, corrected and/or changed data.

Event description:
Healthcare professional reported, a left-side rupture. And exchange from textured to textured to smooth, due to the patient concern of the implant. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.